Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/5/2024, an FDA medsun notification was received via email. A facility representative reported that an ar-1408lp low profile reamer, 8 mm broke while in the medullary canal of the proximal radius. The patient was taken to the operating room for a right elbow distal biceps repair with augment. The biceps demonstrated some interstitial tearing, thus, the surgeon elected to proceed with a bio brace augment. This was then sutured to the biceps tendon utilizing 0 vicryl sutures. Following this, the arthrex fiberloop was then placed through the tendon and the augment. This was then placed through the pec button and sized. Then, the proximal portion of the hole, was reamed, in which the biceps tendon was docked. Unfortunately, at this point, one of the tongs of the arthrex 8mm reamer drill bit broke while in the medullary canal of the proximal radius. The surgeon could not remove it, and the surgeon proceeded to dunk the biceps tendon and verify the correct position. This was then dunked into the hole and sutured. This demonstrated a very nice repair with good fixation. The tourniquet was then deflated to make sure there were no bleeders. The wound was then copiously irrigated and closed in a layered fashion utilizing 2-0 monocryl and 3-0 monocryl. Sterile dressing was then applied, and the patient was placed into a posterior splint. The procedure was performed in (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.